Manufacturer narrative:
On 5-feb-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. During a paroxysmal atrial fibrillation with a thermocool smarttouch sf catheter, the patient experienced low blood pressure (bp), chest pain, and epicardial effusion (discovered via echocardiogram). The catheter was retracted to the right atrium and the patient was given protamine to reverse the heparin. An epicardial puncture was performed to remove the excess fluid. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31742693l number, and no internal action related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a paroxysmal atrial fibrillation with a thermocool smarttouch sf catheter, the patient experienced low blood pressure (bp), chest pain, and epicardial effusion (discovered via echocardiogram). The catheter was retracted to the right atrium and the patient was given protamine to reverse the heparin. An epicardial puncture was performed to remove the excess fluid. The patient remained conscious and stable throughout the intervention. The ablation was performed with stsf and smartablate generator. The patient was transferred to ICU for further stabilization. The patient was not part of a clinical study.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).